Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, a cuff miss occurred; no sutures were present when the needle plunger was removed. Hemostasis was achieved using a second proglide device. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The anterior cuff was returned in the foot pocket with its tabs intact. This finding indicates the needle was deflected away from the foot pocket during deployment. The complete suture was returned with most of it pulled out of the device. The posterior cuff was attached to the needle tip with the link and the link was observed to have been broken proximal of the anterior cuff. Both of the foot pockets were examined and no needle strike marks were detected. This indicates the needle was deflected away from the pocket during deployment. When the anterior cuff is missed as in this case, there is no stress or resistance applied to the link. Therefore, the link breakage occurred most likely during the removal of the suture and not during use. During testing, the plunger was inserted into the device and the needle trajectory, depth and mandrel travel were acceptable. The anterior cuff was captured, attached to the needle tip, during trajectory testing. The needle trajectory of each device is inspected during manufacturing. When the plunger was removed from the device, the suture would not be present in this case as reported. These finding are consistent with and confirm the reported needle to cuff miss. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. No manufacturing or quality deficiency was detected. Based on the inspection criteria and the reported information a conclusion could not be determined. Based on the investigation, inspection criteria and the reported information the cause of the anterior cuff miss appears to be related to the operational context during use of the product and not a product quality deficiency. A review of the finished device lot history records did not reveal an nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.